Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was suspected of having peritonitis on an unreported date coincident with peritoneal dialysis (pd) therapy. The cause of suspected peritonitis was not reported. The patient was treated with unspecified injection of antibiotics (medication type, route and frequency not reported) for the last 13 days due to the event. It was not reported if patient recovered from the suspected peritonitis event. The action taken with dianeal therapies was unknown. Additional information was not available.